Manufacturer narrative:
D10: concomitants: 6256569, 02-020-11-0330 - truliant ps cem fem ps cem right sz 3. 5938314, 02-022-45-3020 - truliant tib fit tray cem sz 3f / 2t. 5886528, 200-07-29 - advanced patella 29m 3 peg implant. 6359429, 201-78-15 - holding pin mini sharp point 4 pk. 718883, 203-96-51 - stryker kms2212f.m62 90x13/22x1.19mm. S046983, 521-78-23 - threaded pin size 2.3 collared 2pk. S048030, 521-78-31 - threaded pin size 2.6 collarless 2pk. Pending investigation.

Event description:
As reported via legal documentation the patient had a right knee replacement on (B)(6)2020. Approximately 2 years and 7 months after the initial procedure the patient had a right knee revision on (B)(6) 2022 due to instability, pain and lack of mobility. The clinical findings and diagnoses as a result of the revision surgery are consistent with the defects of the exactech knee system. There is no other patient demographic or medical history available. There is no information on the surgical procedure or patient outcome. There is no device return. There are no photos or other images of the device provided. No additional information is available.

Manufacturer narrative:
H6: corrected the following: health effect - clinical code, impact code, medical device problem code, component code, type of investigation, investigation findings, investigation conclusions.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: g3/g4, h6. The following sections were corrected: h6. MDR section codes updated/corrected: a, e, g. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, instability, and loosening. Or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.